Event description:
Additional information: it was later reported that the pump was replaced. The device was interrogated on 2011-(B)(6) and showed eri ( elective replacement indicator) as two months. Drugs delivered via the device were sufenta and clonidine. Patient outcome was noted as resolved without sequel. Per another report there were no signs or symptoms.

Event description:
The pt believed that his pump was not "working quite right." The device sys was used to deliver sufentanil. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
Analysis of the device revealed no anomaly, normal device function.

Event description:
The patient was told that his pump has "an electrical or battery problem" and needs to be replaced. Pump replacement was scheduled for (B)(6) 2012. He was under the impression that the pump was part of a recall. No pump alarms have been reported. He has had little therapeutic effect since implant. There has been a gradual increase in pain since 2008. The pain was worse than the original pain: now in both legs; cannot walk; bedridden; 70lb weight loss. His pump problems lead him to see his doctor every 2 weeks for dose increases.

Event description:
Additional information: it was reported that the patient had not visited hcp regarding event; hasn't seen physician since (B)(6) for his pump refill. Patient continued to have problems his system. He experienced pain in his lower back and both legs; "unsure if related to his pump or to his accident".

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s pump had been removed due to ¿electrical issues¿. No further information was provided.

Manufacturer narrative:
(B)(4).